Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient reported being found unresponsive by her spouse who checked the bg which was 25 mg/dl. The cgm value was not provided at that time. Emergency medical services (ems) was called and transported the patient to the hospital when she regained consciousness. She does not recall details of the transportation. There is no mention of treatment for hypoglycemia. Once admitted, she reported a bg of 126 mg/dl and cgm value of 343 mg/dl. At some point during the hospitalization the patient was treated with an unspecified dose of insulin. At the time of the report, the bg was 301 and the cgm was 374 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values upon admission to the hospital fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.